Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device received with cracked case(battery tube), cracked battery tube threads and missing serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump had did not responded immediately. Had to be pressed about 3 times. Also there was crack on the battery side. No harm requiring medical intervention was reported. The device will be returned for analysis.